Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the longevity of an implantable pulse generator (ipg) depleted quicker than expected. It was noted this may have been due to the right ventricular (rv) lead outputs increasing slightly. The ipg was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.